Event description:
It was reported that during device interrogation, an alert was noted for failure to charge successfully due to extended charge times. The device was explanted and replaced. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of extended charge time was confirmed in the laboratory. Review of the device image noted extended charge times during capacitor maintenances. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was noted. The root cause of the extended charge time was found to be an anomalous hv capacitor.